Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6) year-old, male patient who was receiving fentanyl (dose and concentration unknown) via an implantable pump for spinal pain. In (B)(6) 2015 (exact date unknown), "the medication ran out on him" and the patient ended up in the hospital. The patient had been recently changed from dilaudid to fentanyl and there was an "air pocket, so the medication ran out before the fentanyl arrived." It was reported the situation resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.